Event description:
The user facility reported that an operator felt an electrical sensation and received burns while loading and unloading a device in their system 1e tray. The operator reportedly received several small burns to her both forearms and hand; the burns did not blister. The operator self-applied an over the counter ointment to her burns, did not seek further medical treatment, missed no time from work and reported she is "fine." No procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the processor and found the ac power cord had been cut near the plug. In discussion with the user facility biomedical personnel, they indicated that the ac power cord had been cut in response to the reported event by the operator and that this had been done per hospital protocol. The steris service technician inquired with the biomedical personnel on the operability of the facility's ground fault interruption protection of the outlet where the system 1e had been plugged into. The biomedical personnel investigated and responded to the steris service technician that an electrician was installing new gfi ac receptacles. The steris service technician returned to the facility and observed that the new gfi receptacles had been installed; he tested them and found them to be operable. The steris technician installed a new power cord and ran both a diagnostic and processing cycle; the unit was found to be operational.